Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were trying to initiate therapy using arctic sun device but were getting no flow. Currently, the flow reads stopped. Emptied, disconnected, and reconnected pads using proper technique. Flow rate (fr) was 1lpm, inlet pressure (ip) was -1.5psi, circulation pump command (cpc) was 100 percentage, pump hours was 2641.8, system hours was 2889. Stopped therapy. Emptied and disconnected pads. Started therapy in manual mode. Flow rate (fr) was 2.2lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 88 percentage. Connected pads one at a time. Left thigh (flow rate (fr) was 0.7lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 42 percentage), right chest (flow rate (fr) was 1.7lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 86 percentage), right thigh (flow rate (fr) was 2.7lpm, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 54 percentage), and left chest (flow rate (fr) was 2.9lpm, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 100 percentage). Disabled manual mode and started therapy in automatic mode. Flow rate (fr) was 2.6lpm. Per follow up information via phone on 26june2023, it was reported that therapy was completed and there was no impact to the patient. No identifying information could be remembered. Completed troubleshooting with mis and was advised to reset the device. Once the device was reset it worked properly was not sent to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were trying to initiate therapy using arctic sun device but were getting no flow. Currently, the flow reads stopped. Emptied, disconnected, and reconnected pads using proper technique. Flow rate (fr) was 1lpm, inlet pressure (ip) was -1.5psi, circulation pump command (cpc) was 100 percentage, pump hours was 2641.8, system hours was 2889. Stopped therapy. Emptied and disconnected pads. Started therapy in manual mode. Flow rate (fr) was 2.2lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 88 percentage. Connected pads one at a time. Left thigh (flow rate (fr) was 0.7lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 42 percentage), right chest (flow rate (fr) was 1.7lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 86 percentage), right thigh (flow rate (fr) was 2.7lpm, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 54 percentage), and left chest (flow rate (fr) was 2.9lpm, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 100 percentage). Disabled manual mode and started therapy in automatic mode. Flow rate (fr) was 2.6lpm.